Event description:
The pump was set up incorrectly for a home care patient. The set was not placed in the pump correctly resulting in air being delivered instead of feeding solution and no alarm sounded. Pt became hypoglycemic as a result. Pt recovered.